Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported snow on the screen when it is plugged into any of light sources during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.